Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. Prior to the event, the insulin pump may have given a failed battery test alarm during the infusion set change. The customer changed the battery, but the insulin pump would not accept it. The spouse later called back with a new battery, and was able to clear the alarm and program the insulin pump. Advised that we would be sending a replacement battery cap. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.